Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose exceeded 600 mg/dl yesterday. The customer treated with the insulin pump and she stated that she will consult her health care professional about her insulin pump settings. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.